Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation has not yet been completed. A supplemental report will be filed, following evaluation. No conclusions can be made at this time.

Event description:
The pt reported that the pump has been re-booting without user intervention over the past two weeks.